Event description:
Customer reports receiving a freestyle blood glucose reading of 215 mg/dl and administering medication based on this reading. Customer reported having symptoms of hypoglycemia afterwards.